Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported occlusion error which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be force sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion error (not specified if it was upstream occlusion or downstream occlusion). The problem occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.